Event description:
New information notes that a merlin.net transmission showed a recurrence of post-paced t-wave oversensing. The patient was asymptomatic. The device was reprogrammed and remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed episodes of non-sustained lead noise due to post-paced t-wave oversensing. The patient was asymptomatic. The device was reprogrammed and remains implanted. No further issues have been reported.